Event description:
This report was submitted for the b30 error code.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation, the b30 error was resolved through troubleshooting by cleaning the connector and re-attaching the cable. The final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿instructions evis exera iii xenon light source/olympus clv-190 7.1 care caution do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source. Do not immerse, autoclave, or gas sterilize the light source. These methods will damage it. Do not wipe the external surface with a hard or abrasive wiping material. The surface will be scratched. Note clean the output socket regularly using the light source socket cleaning kit (maj-2087, optional). For details, refer to the instruction manual for the light source socket cleaning kit.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended several trouble-shooting options. The customer confirmed that he was not in front of the unit at that time. During a later call back, the customer confirmed that the trouble-shooting options (cleaning the contact points) were successful. The customer went on to confirm that his team would be adding those cleaning instructions to their procedures.

Event description:
The customer reported that his olympus evis exera iii xenon light source was displaying b30 and e216 scope communication errors during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.